Event description:
It was reported that during a device change-out procedure for normal battery depletion, the atrial lead had no capture or sensing via the analyzer. It was also reported that a fluoroscopy showed that the lead appeared to have pulled back or dislodged. Additionally, it was noted that the lead had been functioning in clinic, but with high thresholds and "marginal" sensing. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.